Event description:
It was reported that during an unspecified procedure, a catheter rupture occurred. The physician advanced this impulse diagnostic catheter into the distal aorta. The catheter was injected at 600psi (pound per square inch). Just below the pigtail curve, the catheter ruptured. The device was removed from the patient intact. The procedure was completed with another catheter. There were no reported patient complications. The patient status is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Visual and tactile inspection of the shaft revealed a longitudinal split approximately 7mm in length and located approximately 6.8cm from the tip. Examination of the material surrounding the damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, a catheter rupture occurred. The physician advanced this impulse diagnostic catheter into the distal aorta. The catheter was injected at 600psi (pound per square inch). Just below the pigtail curve, the catheter ruptured. The device was removed from the patient intact. The procedure was completed with another catheter. There were no reported patient complications. The patient status is listed as "fine".

Manufacturer narrative:
(B)(4)